Event description:
The manufacturer's representative reported that the pt was unresponsive and was admitted to the intensive care unit. Specific details of the event were not reported despite several attempts to obtain info. It is unknown what treatment or device troubleshooting was performed. The pt was placed on a ventilator and the hcp ws considering turning the pump off. Final pt outcome is unknown. A follow-up report will be sent if add'l info becomes available.